Event description:
Per the clinic, the patient experienced poor hearing performance. The device was electively explanted on (B)(6), 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on december 13, 2022.